Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between the homechoice cassette and the luer connector of solution bag. This occurred before use of peritoneal dialysis therapy. The patient inspected the luer connector and found that the taper was dented and oval in shape. There was no report of patient injury or medical intervention associated with this event. No additional information is available.